Manufacturer narrative:
It was reported that a patient was undergoing an unspecified procedure and the doctor noticed a problem with a blown cuff on an endotracheal tube (ett). The facility reported that the incident occurred during the procedure and the patient had to be intubated again. The patient's o2 saturation decreased (levels not reported) and reintubation stabilized the patient. The customer returned the actual sample to medline for evaluation. During sample evaluation the customer reported issue of a blown cuff on an ett was confirmed however the cuff was not able to be inflated during evaluation due to the pilot tube appearing to be slit from possible external force resulting in a root cause that could not be definitively determined. No additional information is available at this time. There was no further intervention required for the patient. There was no follow-up medical care or additional medical intervention required related to the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the endotracheal tube had a blown cuff and a new endotracheal tube was required to be inserted.